Manufacturer narrative:
The sample was received for evaluation. Visual inspection performed via naked eye showed a cut in the tubing. The reported issue was verified. The cause of the cut tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set had a crack on the tube under one of the injection sites. There was no patient injury or medical intervention associated with this event. No additional information is available.